Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm needle disengagement was difficult mz connector in the hospital obstetrics and gynecology connected to the PICC operation, the use of the third day of the two clinical nurses were found on the patient's body there is liquid oozing, after checking the mz connector was found to be due to the appearance of cracking caused by the liquid oozing. The hospital needs the manufacturer to give specific investigation results.

Manufacturer narrative:
According to the product usage information provided by the customer, the leakage occurred due to the crack of the mz connector, but the sku of the complaint lot#3262354 is 383012, of whose components don't contain the mz connector; according to the event information and product information in the attachment, complaint defect probably is needle disengagement difficult. The sales representative returned 1 photo, but did not return the defective samples. The photo shows two bd indwelling needles (one is 24ga, the other is 20ga, the needle core is partially withdrawn), and one other brand indwelling needle (the needle core is mostly withdrawn). DHR/bhr reviewlot#3262354. The products of this batch were assembled at intima ii auto line 4 in october 2023, and packaged at r240 package line in october 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The retained samples of this batch are taken for needle core removal force test, and the test results are within the product specifications, please refer to the attachment pr# (B)(4) for test reports. There may be residual silicone between the septum and the needle core. The silicone condensate may lead the needle core and the septum disengagement difficulty. The IFU of the product indicates that before puncture, hold the paddle hub and catheter hub, rotate the paddle hub to release the catheter tip adhesion, please see attachment pr# (B)(4) for the operational view. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: since no abnormalities are found in the manufacturing process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further testing, and, the product use information provided by the customer is not consistent with the complaint batch, so the factory can not know the actual use, the root cause of complaint defect cannot be determined. The plant will continue to track this kind of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked mz connector in the hospital obstetrics and gynecology connected to the PICC operation, the use of the third day of the two clinical nurses were found on the patient's body there is liquid oozing, after checking the mz connector was found to be due to the appearance of cracking caused by the liquid oozing. The hospital needs the manufacturer to give specific investigation results.

Manufacturer narrative:
This MDR was created in error. The reported event is not a reportable malfunction.